Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and an evaluation at the repair center could not confirm the customer allegation. Due to a pinhole on universal cord, water tightness was lost. Adhesive on bending section cover was chipped. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. An image disturbance was observed when the scope was inserted into the camera system during pre-use inspection. The intended procedure was laparoscopy which was completed with a similar device. There were no reports of patient harm associated with the event.